Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified. The battery interconnect board was replaced to remedy the reported problem. Evaluation of the battery interconnect board verified the fault and found contamination on the battery pins. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.